Manufacturer narrative:
H6 correction: the previous device code a24 was indicated in error and has been replaced with a1407. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 7.5 mg/ml at a dose rate of 0.7005 mg/day and bupivacaine with concentration 3.5 mg/ml at a dose rate of 0.3269 mg/day via an implantable pump. It was reported that during the periodic pump refill process, when reading the pump with the clinician programmer tablet, it indicated that 2 ml of medication was expected to remain in the reservoir; however, approximately 18 ml of the old medication was withdrawn from the pump. Symptoms associated with the event included pain, and the location of the issue or symptom was the catheter track. No diagnostics/troubleshooting performed. It was indicated that there probably was an obstruction of the catheter. Regarding factors that may have led or contributed to the issue, it was noted that the patient had undergone surgeries, but it was unknown whether this was related to the issue. They were questioning if the failure originates from the pump or catheter, or whether this is the reason why a larger amount of medication was withdrawn from the pump's reservoir than expected. As of 2026-mar-25, no intervention had been carried out. The issue was not resolved as of 2026-mar-25. No hospitalization was required. The pump and catheter remain implanted and in service.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# unknown implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s medical history included chronic pain. The serial/lot number of the catheter was unknown. Regarding the report of the patient having undergone surgeries (prior), it was indicated that they did not have the exact information regarding the types of surgeries the patient has undergone; however, during the time with the pump and catheter, the patient has had to enter the operating room. Regarding if the cause / need for the surgeries was related to the patient¿s device(s)/therapy, it was indicated that they were not based on the information currently reported. No further diagnostic tests had been performed as of (B)(6) 2026. No tests were performed yet to confirm a catheter obstruction. The volume discrepancy regarding more drug having been found in the reservoir than expected and pain had not yet been resolved. The device was still in use. Although the physician is aware that a catheter test needs to be performed, it wa s noted that information from the manufacturer was required first to determine whether it is only an obstruction or if there is another type of failure.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# unknown, serial# unknown, implanted: (B)(6) 2023,: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.